Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-uni-celect-pt. (B)(4). Summary of investigational findings: product returned in original packaging. Investigation confirmed the filter release difficulties, as and overlap of tolerances caused difficulties in advancing the femoral introducer through the sheath tip. No imaging received, but based on information provided the reported perforation was probably a result of the difficult detachment of the filter; when attempting to release the filter, the pre-expanded secondary filter legs were dragged "along the caval wall most likely causing the perforation". However, internal corrective actions have been taken to address the interface issue and this complaint device was manufactured prior to any actions taken. Not possible to comment on patient anatomy, which would make retrieval difficult to impossible. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: after prepping the device and placing it (femoral access) in position within the ivc the physician was not able to easily detach it from the push rod. The filter did detach after multiple attempts. Three upper struts of the implanted filter appear to extend beyond the ivc (perforation). In an attempt to disengage the filter, the physician was pulling backwards on the delivery system and dragged the filter along the caval wall most likely causing the perforation. The filter is being left in the patient. Patient anatomy would make retrieval difficult to impossible. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects other than perforation due to this occurrence.

Manufacturer narrative:
(B)(4) catalog # igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to complainant: after prepping the device and placing it (femoral access) in position within the ivc the physician was not able to easily detach it from the push rod. The filter did detach after multiple attempts. Three upper struts of the implanted filter appear to extend beyond the ivc (perforation). In an attempt to disengage the filter, the physician was pulling backwards on the delivery system and dragged the filter along the caval wall most likely causing the perforation. The filter is being left in the patient. Patient anatomy would make retrieval difficult to impossible. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects other than perforation due to this occurrence.